Event description:
It was reported the pt fell and hit her ipg on the side of the bathtub and subsequently she lost stimulation. The pt was unable to establish communication with her ipg until she met with a sjm rep; however, the communication issue recurred. F/u identified the ipg had moved approx 6-8 inches from her side toward her spine. The pt allegedly had difficulty communicating with her charger for more than 4-5 minutes. Surgical intervention will most likely be undertaken to resolve the issue as the pt was referred to a surgeon.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.